Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, the right ventricular (rv) lead was positioned successfully. After fixating the distal portion of the lead, while attempting to suture the proximal portion of the rv lead into position, the suture sleeve slid down the lead and was not able to be retrieved. Another suture sleeve was added and the rv lead was sutured into position. The patient was stable.